Event description:
Caller reported a cracked and shattered touchscreen on their pump, which had become damaged after being dropped and hitting the ground. There was no adverse impact on the customer's blood glucose level reported. Customer was unable to interact with the pump due to the illegible touchscreen, and cts arranged for a replacement pump to be sent. The customer will use a backup insulin pump to maintain insulin delivery in the meantime. Additionally, cts confirmed details for shipping, instructed the customer on returning the damaged pump, and provided necessary guidance on setting up the replacement pump.